Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI (B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned white and blue suture was broken. The inserter was also returned, and visually conforming to print. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Event occurred in (B)(6).

Event description:
It was reported that during a rotator cuff repair, when the surgeon inserted the 2nd juggerknot anchor and started to pass the wire through the cuff with a grasper, the wire broke. Attempts are being made and no further information has been provided.